Event description:
It was reported that at 24,666 joules, 6:24 minutes while using a surgical fiber during a prostate procedure, the fiber tip was observed to be burnt. The surgical fiber was replaced and the procedure continued for 8,861 joules, 1:31 minutes when again, the fiber tip was burnt. The procedure was stopped and the patient was sent home. Reportedly, the surgery was not completed. No further information regarding plans to complete the surgery or follow-up treatment was provided. There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.